Manufacturer narrative:
The device was received for evaluation. During evaluation, the device had the 2nd column of the keypad not functioning as designed. The cause was identified to be keypad which requires replacement to address this issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, the device had the 2nd column of the keypad to not function as designed. No additional information is available.